Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated cassette was cracked. This issue was noticed during set up. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and extra sheeting was found on the welded cassette, which is a non-conformance. No cracks were found on the returned sample. Underwater pressure testing and functional testing (self-test and priming) were performed after the extra sheeting was removed and no abnormality was observed for the sample received. The reported condition was not verified. However, the presence of the extra sheeting is a non-conformance for misassembled product. The cause is a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.